Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tube that connected to the insertion site detached overnight twice while the patient was sleeping. No further information available.